Event description:
Additionally, symptoms resolved 100%.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® voluma¿ with lidocaine and experienced complications of vascular level. Three days later the patient was treated with ¿hyaluronidase¿ guided by electromyography. The event is ongoing but evolving positively.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.